Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a family member of a patient receiving fentanyl via an implantable pump for non-malignant pain. The caller reported that about 4 weeks ago, the patient's pump started to alarm. They first thought the alarm was coming from the patient's pacemaker, but later confirmed that cardiac devices do not alarm. The alarm was a dual-tone "european ambulance type sound. Implant date and pump longevity considerations were reviewed and the caller was redirected to follow up with their healthcare professional (hcp) to silence the alarm. The caller stated the patient no longer had an hcp for the pump because the therapy was abandoned. The pump had fentanyl in the pump, but it was turned down to minimum rate about a year ago. The caller stated that the patient "reached a level she couldn't tolerate any longer" and they were overdosing once per week. The caller also stated the pump was turned as the patient had an unrelated surgery to "remove some hardware" and the "catheter came out" as they performed the surgery and they decided to abandon the therapy. An additional report states the pump was disconnected (B)(6) 2019 and abandoned.